Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 10-may-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced nine different incidences, which were associated with separate units, involving nine different events. This is the first of nine reports. Refer to 8030647-2022-00136 for the second incident. Refer to 8030647-2022-00137 for the third incident. Refer to 8030647-2022-00138 for the fourth incident. Refer to 8030647-2022-00139 for the fifth incident. Refer to 8030647-2022-00140 for the sixth incident. Refer to 8030647-2022-00141 for the seventh incident. Refer to 8030647-2022-00142 for the eighth incident. Refer to 8030647-2022-00143 for the ninth incident. It was reported the closed suction catheter was not providing suction to the distal end of the catheter. The device was replaced for a new device. There was no reported injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 13-jun-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30142958, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The entire device was visually inspected for damage, no breakages or damages seen. The position of the thumb valve was in the upright position. The thumb valve was pressed and released multiple times for functional inspection. Each time after release, the thumb valve returned to the upright position. The thumb valve was also inspected if the rotation was possible, multiple times (3 times), the thumb valve was rotated from the unlocked to locked position and there were no difficulties or issues seen. The sample was then evaluated for suctioning capability. The suctioning did not occur when the thumb valve was pressed. The thumb valve was turned into locked position. The suctioning did not occur as well when the valve was placed in the locked position. The distal end of the catheter was inspected for blocked skive. The skives were visible, there was no blockage at the tip of the catheter. The catheter body was fully extended and examined. There were no signs of damaged/ pinched/ curved tubing. A root cause was not identified. All information reasonably known as of 14-jul-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.